Event description:
It was reported the patient experienced loss of pain coverage. The patient fell onto her back and subsequently the cluneal spinal cord stimulation leads migrated. The physician stated that the lead appeared to be fractured, however there was no x-ray imaging performed. The patient underwent a revision procedure in which the leads were replaced. There were no patient complications, and the patient was doing well postoperatively. The explanted leads will not be returned as they were discarded at the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event brand name linear 3-6 upn m365sc2366500 model sc-2366-50 serial (B)(6). Batch (B)(6).